Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined. A completed questionnaire was received from the optometrist on 01/11/2012. (B)(4).

Event description:
An optometrist reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the right eye. The report for the left eye was previously filed under MFR #1119421-2012-00088.